Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) due to a malfunction and fluid loss causing the device to not be as efficient. The patient is experiencing urinary incontinence and urgency.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the urinary incontinence; however, the analysis identified a leak in the device that would cause the balloon to malfunction, leading to the incontinence issues. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. A white-calcified substance with scaling was identified on the balloon shell. Two (2) pinhole leaks were identified on the balloon shell consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) due to a malfunction and fluid loss causing the device to not be as efficient. The patient is experiencing urinary incontinence and urgency.